Event description:
Customer reported he experienced an adverse event when the meter would not turn on. He attempted to test his blood glucose 2-3 hours prior to the event. He then lost all awareness and was very confused, and his co-worker called an ambulance. The ambulance arrived 5-10 minutes later. His blood glucose on the paramedic's meter was 18 mg/dl, and he was treated with a glucose IV. He was taken to the hospital but not admitted, and his blood glucose was normal when he left. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.